Manufacturer narrative:
(B)(4). The reported product is an unknown baxter disposable. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unknown antibiotics for peritonitis. Twenty days after admission, the patient was discharged from the hospital and was considered recovered from the peritonitis event. Pd therapy was ongoing. Additional information was not available.